Event description:
It was reported that during a surgical procedure at the user facility the irrigation pump stopped working. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.